Event description:
It was reported that brown dirt residue was found on the thread of the 7-day ll vlv adpt(stand alone). The following information was provided by the initial reporter, translated from portuguese to english: "shutter with inviolate casing but with "dirt" residues, brown marks on the thread".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/11/2021. H.6. Investigation: one 2000e7d sample from lot 1019392 was received in sealed packaging for investigation. A visual inspection confirmed the customer's experience as a light brown stain was observed on the base of the smartsite male luer thread; an attempt to wipe the stain away was successful and found that the mark was of a grease like consistency. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that observed contamination is likely to be residual lubricant from the mould tool which has inadvertently come into contact with the smartsite following the moulding process. After maintenance of the machinery, it is possible for residual lubricant to remain within the tooling; however following such activities the initially moulded components are typically segregated and discarded. In this instance it appears that the affected component was not segregated due to human error, and was not identified during subsequent assembly steps. A review of the production records for lot 1019392 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown dirt residue was found on the thread of the 7-day ll vlv adpt(stand alone). The following information was provided by the initial reporter, translated from (B)(6) to english: "shutter with inviolate casing but with "dirt" residues, brown marks on the thread"